Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was mirror image oversensing noted on atrial channel from ventricular pacing. There was also sensing integrity counter (sic) and noise on the right ventricular (rv) lead. The device was reprogrammed and the leads remains in use. It was noted the right atrial (ra) lead will be replaced during device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.